Manufacturer narrative:
Additional information: a highly calcified lesion. The devices were prepped per IFU with no issues noted. It was indicated that excessive force was used when withdrawing both onyx devices. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx (4.00 x 26mm) and one resolute onyx rx (2.25 x 18mm) drug eluting stents to treat a lesion. The devices were inspected with no issues noted. The lesions were not pre-dilated. Negative prep was not performed. The devices did not pass through a previously deployed stent. Resistance was encountered when advancing the resolute onyx rx (4.00 x 26mm) device. Resistance was not encountered when advancing the resolute onyx rx (2.25 x 18mm) device. Excessive force was not used during delivery of either device. It was reported that both stents dislodged during removal following failed deliveries. It was reported that after the resolute onyx rx (4.00 x 26mm) failed to cross the lesion it was pulled back into the y adapter. The stent then got "hung up" on the y adapter and came off the delivery catheter. It was reported that the resolute onyx rx (2.25 x 18mm) dislodged in the y adapter. Both devices were retrieved successfully. The dislodged stents were removed by the physicians hand. No patient injury was reported.